Manufacturer narrative:
Details of complaint: the customer reported that this zm transmitter behaves as if no probe is connected, despite having a probe connected. The customer grabbed another telemetry unit and used the same probe and the unit worked properly. The customer then tested the device with different spo2 probes and cables; however, the issue remained. There was no patient injury reported. Investigation summary: the device with the reportd issue was returned for evaluation. During the evaluation, the reported issue could not be duplicated; therefore, a root cause could not be established. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/19/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/30/2025i called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 01/02/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that this zm transmitter behaves as if no probe is connected, despite having a probe connected. There was no patient injury reported.

Event description:
The customer reported that this zm transmitter behaves as if no probe is connected, despite having a probe connected. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this zm transmitter behaves as if no probe is connected, despite having a probe connected. The customer grabbed another telemetry unit and used the same probe and the unit worked properly. The customer then tested the device with different spo2 probes and cables; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/19/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/30/2025i called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 01/02/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.